Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. No led anomaly was noted. However, the pump was received with lcd segment rainbow discoloration due to a problem isolated to the lcd. The pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay, a cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that there were several colored lines on the display. The customer's blood glucose was unknown at the time of incident. The customer stated that the anomaly persisted after battery change. The insulin pump will be returned for analysis.